Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. Patient underwent removal of mesh on (B)(6) 2008 due to extrusion of prolift vaginal mesh. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh revision, vaginal debridement and vaginal colporrhaphy on (B)(6) 2007 due to erosion. It was reported that following the procedure the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia, and emotional/psychological injury. No additional information received. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.